Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore.

Event description:
It was reported that during the implant procedure, upon insertion of the right ventricular (rv) lead it was noted three was an issue with the setscrew and it could not be screwed down. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.